Event description:
It was reported that a spectrum pump displayed the upstream occlusion message 4 times while infusing peptaz (primary) and pento IV (secondary). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.